Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant fracture.

Manufacturer narrative:
Implant fracture occurred after 13 years of implantation. There were no deviations reported in the DHR for part no. 400-140, lot no. 0042074. All released parts were within specification.